Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor introducer needle became stuck into the customer's body. The caller could not give any further details aside from the fact that the sensor was broken. She advised that the introducer needle was no longer in the body. The reporter did not know the blood glucose reading. Nothing further reported.